Event description:
Boston scientific received information that the latitude system detected a red alert from this lead due to low shocking impedance. No adverse patient effects were reported.

Manufacturer narrative:
The physician will continue to monitor this lead. No other adverse events have been reported. This product issue will be updated if additional information is received.